Manufacturer narrative:
(B)(4): explant of an intraocular lens.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was explanted in a secondary procedure as the patient experienced blurry vision. The iol was replaced with a zmboo lens with a successful patient outcome. No further information has been provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. One haptic was observed broken. The lens was inspected at 10x microscope magnification. Residue of viscoelastic (ovd) were observed on the lens optic and edge. Loose particles were observed on the lens optic body compatible with handling the lens. The optical properties result obtained showed that the lens met optical properties inspections and diopter. The serial number corresponded to a size 19.0 diopter as was reported. The condition observed in the lens received was consistent with a lens that had been removed from the patient's eye. During sample evaluation, no cosmetic defect in the lens optic and/or in the lens rings design was observed that would have been an affect of the visual correction in patient. A manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.